Manufacturer narrative:
There is a temporal relationship between one pd treatment with the liberty select cycler and the patient¿s symptoms of pain and dyspnea with subsequent hospitalization for fluid volume overload. However, there is no objective evidence that indicates a liberty select cycler malfunction that caused or contributed to the patient¿s event. While the patient alleged feeling overfilled during fill 1 of pd treatment; treatment data available in the file did not indicate an iipv event occurred. Moreover, the patient¿s pd nurse indicated the patient was non-complaint with performing pd therapy on a regular basis. Noncompliance is a well-documented risk factor for hospitalization; therefore, the patient¿s ongoing non-compliance probably led to the patient event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support reporting they received a ¿drain line is blocked¿ message and had difficulty getting past drain 0 of pd treatment with the liberty select cycler when they were empty. The patient also indicated feeling as though they were overfilling in fill 1 with symptoms of pain and shortness of breath after filling with 1800ml of pd solution; the fill volume prescribed is 2100 ml. Subsequently, the patient was hospitalized for possible fluid volume overload. Per the nurse, the patient has a history of unspecified psychological issues and non-compliance with performing pd therapy regularly. Details surrounding the patient¿s hospitalization course are unknown. However, the nurse indicated the patient¿s fill volume was decreased from 2100 ml to 1800ml, per the patients request and the patient continued pd therapy (details unknown). The nurse attributed the patient¿s hospitalization to ongoing non-compliance with performing pd therapy.